Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(4).

Event description:
It was reported that patient had an infection and redness at the pocket incision site. The wound was warm to touch and leaking was noted. The physician confirmed that the patient admittedly had soaked in the tub after the implant procedure. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were discarded.